Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shocking impedances during a recent device change out procedure. All vectors were tried, and impedances continued to be out of range. It is believed that the lead had fractured. As a result the lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.